Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged the up arrow, down arrow, contrast, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-may-2018 with the following findings: during investigation, the pump was powered up to a dim display with a red hue. Moisture was observed in the battery compartment. A leak test failed due to a crack in the battery compartment starting at the threads to the left side of the grip pad down to the seal. The pump was opened to find no moisture.